Event description:
It was reported, during a leadless pacemaker (lp) implant procedure while attempting positioning, the patient's blood pressure decreased and a pericardial effusion was observed. The pericardial effusion was confirmed by an echocardiogram. The lp implant procedure was completed and the blood pressure returned to normal range. Following the implant of the lp, pericardiocentesis was performed to resolve the effusion. It was suspected the tissue was harmed by either the lp device, the delivery catheter, or the patient might have had a pericardial effusion before the procedure started. The patient was stable following the procedure and pericardiocentesis.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.